Event description:
Boston scientific received information that, during a recent follow-up, it was observed this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). It was suspected this was due to long charge times. The printout could not be read, so charge times were not verified. A replacement procedure will take place in the near future. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Subsequently, additional information was received that this ICD was explanted and replaced. At this time it is unknown the location of the device. If additional information is received this report will be updated.